Event description:
On (B)(6) 2009, the patient was implanted with four gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that a cat scan (imaging date unknown), revealed a proximal type I endoleak. There is aneurysm enlargement, amount is unknown. There is no reintervention planned at this time.

Manufacturer narrative:
Patient medications: amlodipine, astepro, calcium carbonate-vitamin d3, plavix, tricor, flovent hfa, xopenex, loratadine, omeprazole, prednisone, simvastatin, and diovan. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Manufacturer narrative:
Patient's weight updated. Outcomes attributed to adverse event updated. Additional information added to event description. Relevant tests added. Additional patient's medical history added. Additional patient medications include; levalbuterol, zocor, claritin, dilaudid and protonix. (B)(4).

Event description:
On an unknown date, a follow-up computed tomography scan reportedly showed evidence of proximal and distal type I endoleaks with evidence of aneurysm enlargement of an unknown amount. The proximal type I endoleak was reported to be caused by continued aneurysmal degeneration of the juxtarenal aorta, and the distal type I endoleak was reportedly caused by continued aneurysmal degeneration of the left common iliac artery. On (B)(6) 2014, an additional procedure was performed to treat both endoleaks. An aortic extender component was implanted for proximal extension and a contralateral leg component was implanted for distal extension. Final angiography showed resolution of both endoleaks, and the patient tolerated the procedure.